Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, insufficient information, use of device problem, detachment of device or device component, device not returned, no findings available, cause not established. There is no information on patient involvement and patient impact. A report was received from health canada's canada vigilance program which states, "during transport of the patient to another facility 2 left channels of the pump stopped working and alarmed channel disconnect". The patient was on critical medication. Rn wrapped tape around the IV pump and that helped to secure the channels allowing patient to arrive at the facility safely." No further information was provided.

Manufacturer narrative:
Correction: imdrf annex e code.

Manufacturer narrative:
Correction: date of event, describe event or problem, medical device type, medical device catalog#, medical device model#, initial reporter first name, initial reporter last name, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, report source, PMA / 510(k)#. Omit: unique identifier (UDI) #. Additional: concomitant med prod data, initial reporter phone #, initial reporter e-mail and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, insufficient information, use of device problem, detachment of device or device component, device not returned, no findings available, cause not established. There is no information on patient involvement and patient impact. A report was received from health canada's canada vigilance program which states, "during transport of the patient to another facility 2 left channels of the pump stopped working and alarmed channel disconnect". The patient was on critical medication. Rn wrapped tape around the IV pump and that helped to secure the channels allowing patient to arrive at the facility safely." No further information was provided.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of pump issue, use of device problem was not determined the reported issue that there was pump issue, use of device problem could not be confirmed no further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, insufficient information, use of device problem, detachment of device or device component, device not returned, no findings available, cause not established. There is no information on patient involvement and patient impact.